Event description:
It was reported that 259 days after implantation of a 2.50x24mm taxus express2 drug eluting stent an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal 1st diagonal artery. A pre-intervention stenosis was not reported. After the pre-dilation with a 2.5x24mm maverick balloon, a 2.50x24mm taxus stent and a 2.50x16mm taxus stent were deployed in the lesion. A post-intervention residual stenosis was not reported. The patient received "heparin/lovenox", angiomax, nitroglycerin, and aspirin during the procedure. No information concerning the vessel calcification or tortuosity was reported. No information was reported concerning patient complications. The patient presented 259 days ater the initial procedure with an in-stent restenosis in the proximal 1st diagonal. No information was reported concerning pre-intervention percentage of restenosis. A 2.50x8mm taxus stent and a 3.0x16mm taxus stent were deployed in the proximal 1st diagonal. No information was reported concerning post-intervention stenosis. Patient complications were reported as "no complications" during the procedure.